Event description:
It was reported that the guidewire distal tip broke off while being removed from the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire core wire and nitinol distal section were separated into two pieces, though entire device was still in one piece because the coil was still intact, connecting the sections. The nitinol distal section appeared to be kinked and stretched before separation. The coil was stretched. The guidewire was kinked at 257.0cm from its proximal end. A functional evaluation could not be performed because of the condition of the returned device. No other anomalies were noted. Examination of the fracture site showed the stretching, an indication of tensile overload. However, review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues.

Event description:
It was reported that the guidewire distal tip broke off while being removed from the dispenser hoop. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.